Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel/replace belt messages) has been confirmed. As received, the electrode belt failed incoming testing. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes (te) was pulled from the strain relief. The cause of the test failure and the reported alarms was the pulled dn to rear te cable. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient had received add gel/replace belt messages in the absence of a previous gel release.